Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a ventilator stopped cycling. The patient was removed from the unit, manually ventilated, and transferred to another device without harm.

Manufacturer narrative:
(B)(4). The ventilator was received for evaluation and repair. It was visually inspected and no anomalies were found. The device was power cycled and testing was performed without issue. The unit was allowed to run for an extended period of time and the system did not shut off or generated alarms. The customer reported malfunction was not verified.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.